Event description:
A report was received that the patient would undergo a revision procedure. No additional information is available at this time.

Event description:
A report was received that the patient would undergo a revision procedure. No additional information is available at this time.

Event description:
A report was received that the patient would undergo a revision procedure. No additional information is available at this time.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2208-70 serial # (B)(4) description: linear st lead, 70cm model # sc-2218-70 serial # (B)(4) description: linear st lead, 70cm.

Manufacturer narrative:
Additional information was received that the patient will not undergo a revision at this time.

Manufacturer narrative:
Correction: a report was received that the patient was thin and was having discomfort at the ipg site.